Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient has a right total lcs knee that was done by surgeon. It is unknown when the knee was done. The patient fell and knocked off the patella button on their metal backed patella. It was loose in the knee. The surgeon put on a new poly button on the metal back and changed the tibial insert. The femur, tibia, and metal backed patella were all well fixed. Doi: unknown; dor: (B)(6) 2019, right knee.